Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) due to minute ventilation (mv) oversensing and high out of range impedance measurements due to electromagnetic interference (emi) during an open heart procedure. Technical services (ts) was consulted and provided guidance to activate mv. This pacemaker remains in service. No adverse patient effects were reported.